Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 quit working (no details). Another hp052 was used to complete the case. There was no consequence to the pt.